Event description:
It was reported that the usb to port connection for the tablet device was loose. The loose connection was observed when the programming system was unable to interrogate a generator. The failure to interrogate event was reported in manufacturer report # 1644487-2014-01874. The tablet device and usb cable have not been returned to date. Attempts for additional relevant information have been unsuccessful to date.